Event description:
It was reported that a pt underwent a pelvic floor prolapse repair procedure on (B) (6) 2008 for a stage two prolapse. The pt was discharged from the hospital on (B) (6) 2008. Post-operatively, the pt developed pyrexia and vaginal discharge on (B) (6) 2008. Intervention is listed as antibiotics and hospitalization.

Manufacturer narrative:
(B) (4). (B) (4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.